Manufacturer narrative:
This report is submitted on 4 september 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in extrusion of the internal magnet; subsequently the patient underwent surgery to replace the magnet on (B)(6) 2020.